Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced syncopal events which were likely due to noise on the right ventricular (rv) lead. The device was reprogrammed to bipolar sensing and the noise on electrogram (egm) was eliminated. Both the device and lead remain in service at this time. To date, no additional adverse patient effects have been reported.